Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and was successfully completed with a closure device being implanted in the laa of the patient. Later that same day the patient became hypotensive and a pericardial effusion with cardiac tamponade was found. The physician performed a pericardiocentesis to treat the effusion. Following this treatment the patient became stable and the effusion was under control. The patient remained in the hospital for observation overnight and then was discharged from the hospital the next day doing fine.